Manufacturer narrative:
H6: investigation summary: a complaint of a safety guard not working properly was received from the customer. A device history record review was completed by our quality engineer team for provided lot number 0119927. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in had a safety mechanism failure. The following information was provided by the initial reporter: it was reported the safety guard was either not present or did not deploy correctly. Verbatim: the product was placed immediately into the sharps container to prevent a needle stick injury. Unfortunately, it will not be able to be returned. This occurred when I placed an IV on (B)(6) 2021 using the bd saf-t-intima 20ga IV. The safety guard was either not present or did not deploy correctly. Thankfully, the patient and I were not poked by the needle. The charge rn was immediately informed of the faulty equipment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in had a safety mechanism failure. The following information was provided by the initial reporter: it was reported the safety guard was either not present or did not deploy correctly. Verbatim: the product was placed immediately into the sharps container to prevent a needle stick injury. Unfortunately, it will not be able to be returned. This occurred when I placed an IV on (B)(6) 2021 using the bd saf-t-intima 20ga IV. The safety guard was either not present or did not deploy correctly. Thankfully, the patient and I were not poked by the needle. The charge rn was immediately informed of the faulty equipment.